Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) did not boot up. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint as the ccm booted up successfully on every attempt. The ccm fuse holder was checked to ensure the contacts were good. The unit operated to the manufacturer's specifications.